Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the event month is (B)(6). The event year is 2022. The date of the event is not known. The initial reporter phone: (B)(6). The initial reporter email was not reported / provided. [Conclusion]: the healthcare professional reported the patient had undergone a coil embolization procedure that targeted a middle cerebral artery (mca) aneurysm on (B)(6) 2021 using a pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3051697007) was used via a prowler select plus microcatheter (catalog/lot# unknown). In april 2022, nine (9) months after the procedure, the patient¿s dual antiplatelet therapy (dapt) of aspirin (dosage unknown) and clopidogrel (dosage unknown) was changed to single antiplatelet therapy regiment (medication name and dosage not specified), the patient suffered a mild cerebral infarction at the m2 segment of the original target. The exact date of the event is not known. The mild cerebral infarction was successfully treated with an intra-arterial injection of urokinase via introduction of a microcatheter into the middle cerebral artery. A continuous flush was maintained. The post-operative course was uneventful. The patient has been discharged from the hospital without any problems. No further medical treatment is planned. On 10-jul-2022, additional information was received. The information indicated that the procedure was performed on (B)(6) 2021. In (B)(6) 2022 (specific date is unknown), cerebral infarction was confirmed. The treatment for the mild cerebral infarction was introduction of the microcatheter in the middle cerebral artery and intra-arterial injection of urokinase. No further information was provided regarding the dosages of aspirin and clopidogrel used when the patient was on the dual antiplatelet therapy (dapt). No information was provided on which antiplatelet medication was used when the patient was transitioned to single antiplatelet therapy (sapt). It is not known if the patient was put back on a dapt after the reported mild cerebral infarction. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (3051697007) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral infarction is a known complication associated with the use of the pulse rider device and is mentioned in the instructions for use (IFU) as such. The device performed as intended and no new patient consequences have occurred related to the use of the device. However, the relationship between the pulse rider device and the reported events cannot be excluded. Also, the patient underwent a surgical procedure where medication was administered to treat the event. In addition, the medical safety officer assessed this as possibly related to the device since the infarction occurred in the same vascular territory where the pulserider device was used. Therefore, the events will be conservatively reported to the FDA with the classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported the patient had undergone a coil embolization procedure that targeted a middle cerebral artery (mca) aneurysm on (B)(6) 2021 using a pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3051697007) was used via a prowler select plus microcatheter (catalog/lot# unknown). In (B)(6) 2022, nine (9) months after the procedure, the patient¿s dual antiplatelet therapy (dapt) of aspirin (dosage unknown) and clopidogrel (dosage unknown) was changed to single antiplatelet therapy regiment (medication name and dosage not specified), the patient suffered a mild cerebral infarction at the m2 segment of the original target. The exact date of the event is not known. The mild cerebral infarction was successfully treated with an intra-arterial injection of urokinase via introduction of a microcatheter into the middle cerebral artery. A continuous flush was maintained. The post-operative course was uneventful. The patient has been discharged from the hospital without any problems. No further medical treatment is planned. On 10-jul-2022, additional information was received. The information indicated that the procedure was performed on (B)(6) 2021. In (B)(6) 2022 (specific date is unknown), cerebral infarction was confirmed. The treatment for the mild cerebral infarction was introduction of the microcatheter in the middle cerebral artery and intra-arterial injection of urokinase. No further information was provided regarding the dosages of aspirin and clopidogrel used when the patient was on the dual antiplatelet therapy (dapt). No information was provided on which antiplatelet medication was used when the patient was transitioned to single antiplatelet therapy (sapt). It is not known if the patient was put back on a dapt after the reported mild cerebral infarction.